Event description:
Endosseous implant removal. Implant was 1 of 4 placed in class ii bone during a routine procedure. The implant in site #13 was removed 2 months post-op. The clinician suspects that bone overheating during placement led to the failure.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.